Event description:
Information was received, from a patient. Regarding an implantable neurostimulator. The reason for call, was patient stated, the stimulator doesn't work with him now and doesn't help at all. Patient stated, they met with several representatives and healthcare provider about 6 months ago or longer and they tried different programs. Patient service asked, for an event date of when implant stopped being helpful, and patient stated, it's probably about six months ago. Patient also stated, they have various things that happened along the way, so they think implant not functioning is not anyone's fault or in the machine's. Patient mentioned, they have gait issues. And a lot of other things from nerve damage all over. Patient said, when they first got the implant they were able to walk again and it was amazing, but now it's not doing anything. And they can feel it charging, but nothing helps their walking or anything. Patient wondered how they can turn off their implant. Agent reviewed information. Patient wondered about the explanting procedure. Agent redirected pt to hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.